Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. The insulin pump was received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the esc button on the insulin pump is not responding. The customer sated that she noticed the issue while trying to suspend the insulin pump during her bike ride. She was wearing the device in her sports bra it was exposed to sweat. Blood glucose value was 109 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.